Event description:
It was reported that a friend had "renal issues" when they had used a spinal cord stimulation device. The friend had had their device explanted, and the renal system issue was "no longer a problem." The patient's name was withheld. No further information was reported.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).